Event description:
Tha was done with s-rom 8 years ago. After the surgery, the patient had a pain. It was found through x-rays that the slit of the stem was broken.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 8 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.